Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed on the set with the solution bags sent and no obvious defects were found. The bags were filled with water and checked for leakage. One of the dianeal bags leaked and there was a hole approximately 1/8¿ on top side of bag with the labeling where solution was leaking out. A short simulated therapy was performed, but did pass due to the hole in the solution bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a damaged (punctured) solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.